Event description:
While the device was ventilating a patient, the device lost power, stopped ventilating the patient, and a continuous audible alarm was noted. The patient was ventilated with an alternate device and then transferred to another ventilator. No patient injury.